Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application encountered an error and needed to be re-started. No additional patient or event information is available. Data was provided for evaluation. The reported error alert was confirmed via data. The root cause was determined to be a sql error.